Event description:
Doctor noticed the tip of grieshaber knife was bent when it was examined under the microscope. Knife was not used and a new one was obtained. Procedure was delayed one minute while new knife opened. No injuries were reported to the patient.